Manufacturer narrative:
Lens and additional information not yet returned to manufacturer. However, preliminary results revealed no discrepancies found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the lens had been carried out correctly. Batch reconciliation was 100%. Once additional information is received a supplemental report will be submit.

Event description:
Lenstec, inc. Received an email notification stating "lens did not unload correctly and was removed from patient eye. Another lens type and size was loaded and implanted to patient. No adverse event occured".

Manufacturer narrative:
Lens returned to manufacturer. Results revealed no discrepancies found as it relates to the batch documentation analysis. A deep scratch was noted across the optic, due to removal. No other defects were noted the audit determined that all procedures in the manufacturing and packaging of the lens had been carried out correctly. Batch reconciliation was 100%. Without the availability of the instruments used lenstec is unable to comment on the suitability and refers the user to the instructions for proper use.

Event description:
Lenstec, inc. Received an email notification stating "lens did not unload correctly and was removed from patient eye. Another lens type and size was loaded and implanted to patient. No adverse event occured".